Manufacturer narrative:
Medwatch sent to FDA on 11/25/2015. Concomitant therapies: juvéderm voluma® xc, bellafil, nasacort, mucinex ¿ d, and levomyoxile. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿deformed, necrosis of the upper lip," ¿looks like [they] have duck lips," ¿huge gap in between [their] lips," ¿upper lip is protruding," ¿delayed speech," ¿looks angry," ¿eyebrows do not look symmetrical,¿ and ¿lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: ¿ "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Precautions: ¿ "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Adverse events: ¿ "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." ¿ "the onset of nodules generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaid¿s, antihistamines, antibiotics, steroids, hyaluronidase, and needle aspiration. In most cases, nodules resolved within 3 days to 1 month."

Event description:
Patient reported after injection with "juvéderm® or artefill" in the "upper lip," the patient reported looking "deformed," "necrosis of the upper lip," described that it "looks [they] have duck lips," a "huge gap in between [their] lips," stated that "the upper lip is protruding," delayed speech, and that they "look angry and [their] eyebrows do not look symmetrical." The patient also reported "lumps" on the "upper lip, above the eyebrows, in between the eyebrows, and adjacent to the nostrils." The patient could not specify when the events were first noticed. No treatment has been provided. The patient does not believe the adverse events are related to the product, but are instead due to the "incompetencies" of the injector. Patient was concomitantly injected with juvéderm® ultra plus xc in the nasolabial lines, juvéderm voluma® xc in the "area adjacent to the nostrils" and along the cheeks in the zygomatic area," botox® in the forehead and around the eyes, and "bellafil." Patient is also taking nasacort, mucinex d, and levomyoxile concomitantly. The injector indicated injection was actually performed with juvéderm® ultra xc in the lips and marionette lines and stated the patient was happy with their results on the day of injection and during a follow up approximately two weeks after injection; there were no complaints. The healthcare professional stated the patient came in to the office about 4 months after injection and was disruptive; the injector did not have a chance to observe the patient due to their behavior. The injector has not seen the patient since. This is the same event and the same patient reported under MDR ID #3005113652-2015-00823 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2015-00822 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspected product, juvéderm® ultra xc.

Manufacturer narrative:
Medwatch sent to FDA on 01/07/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Patient reported after injection with "juvéderm® or artefill" in the "upper lip," the patient reported looking "deformed," "necrosis of the upper lip," described that it "looks [they] have duck lips," a "huge gap in between [their] lips," stated that "the upper lip is protruding," delayed speech, and that they "look angry and [their] eyebrows do not look symmetrical." The patient also reported "lumps" on the "upper lip, above the eyebrows, in between the eyebrows, and adjacent to the nostrils." The patient could not specify when the events were first noticed. No treatment has been provided. The patient does not believe the adverse events are related to the product, but are instead due to the "incompetencies" of the injector. Patient was concomitantly injected with juvéderm® ultra plus xc in the nasolabial lines, juvéderm voluma® xc in the "area adjacent to the nostrils" and along the cheeks in the zygomatic area," botox® in the forehead and around the eyes, and "bellafil." Patient is also taking nasacort, mucinex-d, and levomyoxile concomitantly. The injector indicated injection was actually performed with juvéderm® ultra xc in the lips and marionette lines and stated the patient was happy with their results on the day of injection and during a follow up approximately two weeks after injection; there were no complaints. The healthcare professional stated the patient came in to the office about 4 months after injection and was disruptive; the injector did not have a chance to observe the patient due to their behavior. The injector has not seen the patient since. This is the same event and the same patient reported under MDR ID #3005113652-2015-00823 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2015-00822 (allergan complaint # (B)(4)). This is the first MDR submitted for the second suspected product, juvéderm® ultra xc.